Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient was experiencing intermittent therapy; the patient had less than 50% therapy relief. It was determined that the pump was flipped. The patient was taken to the or (operating room) on the date of this report. Once in the or, the pump was manually flipped over and 3 sutures were placed on each suture loop. The catheter was found twisted and occluded. The proximal (pump) piece of the catheter was explanted and replaced. The patient status was reported as ¿alive-no injury¿. The cause of the pump flip was noted to be the patient¿s activity level and patient manually flipping the pump. Following the surgical procedure, the patient was doing well and reported feeling therapy again. The device system was delivering lioresal.

Event description:
Additional information received reported prior to revision, the patient noticed escalating requirements of lioresal dosing with evidence of intermittent withdrawal over the past several months. It was also noted the pump was placed within a dacron pouch. The catheter was primed and the therapy rate was resumed at the previous levels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion.